Manufacturer narrative:
Concomitant medical products: product ID: dtma1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's device was explanted and replaced due to infection. It was also reported the right ventricular (rv) lead was not capturing at max output. The lead was capped and replaced. No further patient complications have been reported as a result of this event.